Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited loss of capture resulting in multiple instances of syncopal episodes. This device system was then explanted and replaced. No additional adverse patient effects were reported.